Event description:
In this event it was reported that a pt's lip swelled after using nupro prophy paste; there is no indication that intervention was required as a result.

Manufacturer narrative:
While it is unk if the nupro used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable per 21 cfr part 803. The device is available for eval, though has not been returned as of this report.